Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "the infusion pressure was at 60" (increase in pressure). The surgeon reported the infusion pressure was at 60. The infusion pressure was reduced during surgery and the case was completed. The infusion default was set at 20. The footswitch mapping was checked and it was correct. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).